Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned intact. The helix mechanism was extended and had dried blood around the helix region. The inner and outer coiled measurements were consistent with an inner and outer coil fractures. Suture sleeve was located 123-141mm from the terminal pin. Analysis showed the fractured inner and outer coil were located 153-165mm from the terminal end, consistent with fatigue fracture. It appears the lead was flexed back and forth just distal of the suture sleeve.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a conductor fracture at the terminal end verified by fluoroscopy. The lead was exhibiting out of range impedance greater than 3000 ohms and during lead revision the physician discovered the fracture and replaced it with a new ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a conductor fracture at the terminal end verified by fluoroscopy. The lead was exhibiting out of range impedance greater than 3000 ohms and during lead revision the physician discovered the fracture and replaced it with a new ra lead. No additional adverse patient effects were reported.